Event description:
Purchased product and ended up gaining weight from it. I had stopped using the product once I learned I was pregnant. Seller is stating false claims that product is safe to use during pregnancy and it is not.